Event description:
A new query has been fired: study: (B)(6). Query details: name: (B)(6), subject: (B)(6), site: (B)(4), form: adverse event, visit: adverse event, variabile: aeterm @ adverse event-1, descrizione: name: 0006, subject: (B)(6), site: (B)(4), form: adverse event, visit: adverse event, ae term: endoleak, onset date: 22-feb-2022, creato da: system. On (B)(6) 2021, the patient underwent an endovascular repair of a thoracoabdominal aneurysm type ii which was treated with a branched stent graft component (zenith® t-branch® thoracoabdominal endovascular graft, cook medical) and gore® viabahn® vbx balloon expandable endoprostheses (viabahn® vbx device). The viabahn® vbx devices were implanted in the following arteries: celiac trunk, left renal artery (plus bentley begraft) and right accessory renal artery ( plus two bentley begraft). The patient received heparin during the procedure. On (B)(6) 2022, a computed tomography angiography was done and reportedly it revealed an endoleak. On (B)(6) 2022, an endovascular reintervention was performed and the outcome of the adverse events were reported as resolved without sequelae. It was reported that the adverse event was viabahn® vbx stent graft procedure-related.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Device evaluated by MFR: review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. (B)(4). Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.